Event description:
Patient had implant of a bifurcated device in 2007. Follow up angiogram revealed that there was good seal approximately 1cm below the proximal end of the graft; slight fill at top of graft, however, not leaking into aneurysm. In 2009, as a precaution, patient was treated with a 34 infrarenal cuff with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Due to lack of information, no conclusion can be drawn at this time.